Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of december 2023. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of december 2023. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that the physician had been concerned about right ventricular (rv) lead integrity and a possible lead fracture developing alongside the observed increase in impedance measurements. During the revision, an attempt was made to place the new lead on the patient's left side. Due to occlusion, the new lead and device were successfully implanted on the patient's right side. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of (B)(6) 2023. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that the physician had been concerned about right ventricular (rv) lead integrity and a possible lead fracture developing alongside the observed increase in impedance measurements. During the revision, an attempt was made to place the new lead on the patient's left side. Due to occlusion, the new lead and device were successfully implanted on the patient's right side. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of (B)(6) 2023. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.